Event description:
It was reported this was a venotomy closure of the left common femoral vein using the pre-close technique prior to a cardiac ablation procedure. Reportedly, a cuff miss [device needles not engaging with the cuffs] was noticed with a prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12f sheath and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported difficulty and subsequent treatment appears to be related to operational context. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported cuff miss. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.